Event description:
It was reported that the patient could feel the ipg when leaning on a chair. No device malfunction suspected. The patient underwent an ipg replacement procedure wherein a smaller, rechargeable ipg was implanted. The patient was doing well postoperatively and the explanted device was not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.